Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was filled to 10ml with water, as per manufacture recommendations. However, the indwelling catheter burst. The catheter appeared to be intact. The patient was taken to check, and no injury occurred to the patient.

Event description:
It was reported that the catheter was filled to 10ml with water, as per manufacture recommendations. However, the indwelling catheter burst. The catheter appeared to be intact.the patient was taken to check, and no injury occurred to the patient.

Manufacturer narrative:
The reported event was confirmed based on the evaluation, the sac was observed to be burst along the lumen. No pieces of sac were missing. Burst location was observed at along inflation eye. How and when problem occurred could not determined and could not be classified as a manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex"